Event description:
It was reported that pump experienced malfunction alarm with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer reset pump independently, malfunction did not recur after reset, and customer was advised by technical support to continue using pump and to call back if any malfunction happened again.